Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came for follow up and the implantable pulse generator (ipg) battery was at elective replacement indicator (eri) within three years of implant. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.